Event description:
A home patient's nurse contacted baxter's product surveillance department to report the notation of possible cuts on the tubing of 2 homechoice sets. The alleged cuts were noted during setup, and the homechoice sets were not used after making the observation. No shrp utensils were used to open the cartons or overpouches in which the homechoice sets were delivered. No pets had access to the supplies. No patient injury or medical intervention was associated with this issue, per the home patient's nurse.